Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was low (20-47 mg/dl) and juice was consumed to address the low bg. The customer did not know cause of all the low bg events; however, reported that at times activity was the cause. The customer was a brittle diabetes. As the events had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the low bg with a healthcare provider.